Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device with rupture, fold creases and brown particles material was found on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., b.6., d.7.,g.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.